Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer stated that his wife is going to call paramedics to assist him. Customer stated that his insulin pump is malfunctioning. He stated that the numbers are going down instead of going up. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.